Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
This unit was returned for failure analysis. The reported issue was confirmed in the logs but could not be replicated during testing. Failure analysis identified error 23055 in the logs, indicating a joint position fault on the vertical motor module. Visual inspection found no issues related to the reported event. The unit was installed on an in-house system, and calibration completed successfully. The system was power-cycled several times, and no errors were triggered in normal mode. Based on these findings, failure analysis was unable to determine the root cause of the reported event.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the vertical motor module to resolve the issue. System was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, repeated occurrences of error 23055 were observed. System logs confirmed error 23062, indicating that the motor on the ergo_hrsv_horizontal_axis did not respond as expected. The system was rebooted several times, but the issue persisted. The customer then swapped a console from another system in an attempt to address the problem. There was no report of patient involvement or reported injury.

Manufacturer narrative:
Annex coding updated based on quality engineer review.

Event description:
Refer to h11 for follow-up information.